Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that she was experiencing a "calcode issue" with her onetouch ultrasmart meter. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged product issue occurred at an unspecified date and time at the beginning of (B)(6) 2011. The patient stated that she manages her diabetes with oral medications, 45mg of actos and 1000mg of metformin (unknown dosages), diet and exercise and that she skipped/stopped her usual dose of medication in response to the reported issue on (B)(6) 2011. The patient claimed that she developed symptoms of being "dizzy and nauseated" prior to the alleged issue and in response to these symptoms, on (B)(6) 2011 at 3:00pm, went to urgent care/clinic where she was tested on the clinic's meter (unknown device) and obtained a result of "540mg/dl". The patient reportedly was treated with 40units of insulin (unknown type) shortly after. During troubleshooting, the cca was able to walk the patient through recoding the subject meter as recommended per the owner's booklet. Replacement products were sent to the patient. This complaint is being reported because although the patient was already symptomatic prior to the alleged issue, she received medical treatment after the reported product issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.